Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the jaws would not open after the first firing. There was no pt consequence. Add'l info received on 9/26/97. It was stated by the affiliate that the device was removed by cutting the tissue with another device.